Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The base was replaced.

Event description:
The hospital reported the caster broke off the base. There was no reported patient injury.